Event description:
The ge oec 9800 fluoroscopy system had a boot-up failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found what appeared to be a hard drive failure, but on further investigation, found that re-seating the boards on the sbc and updating the system with the latest software actually corrected the issue. The system was tested and found to be operating as intended. There was no reported patient involvement due to this system malfunction. The system was released to the customer for use.